Event description:
It was reported that the device triggered an alert for low pacing impedance. It was suspected there was something wrong with the way the device measured impedances. The device was explanted and was replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Two patient alerts for out of tolerance subthreshold lead impedance on 17-jun-2012 and 13-jul-2012. Weekly impedance trend data in file (B)(4) shows ventricular pace bi impedance, atrial pace bi impedance and left ventricular perm pace impedance decreasing less than 200 ohms between 12-jun-2012 and 10-jul-2012.